Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an add'l implant. This is a pt who has had multiple abdominal surgeries and multiple attempts at repairing incisional hernias with mesh. She is morbidly obese and has numerous other health problems. It was noted that prior to the (B)(6) 2006 excision of the composix e/x mesh the pt had fallen off a chair, when this happened she felt an immediate disruption of her hernia repair and recurrence of her hernia. During this procedure, it was noted that there was bowel adherent to the previously placed mesh, also noted was that the prolene sutures and tacks had become disrupted, which was likely due to the fall taken by the pt. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt was treated for adhesions, seroma and recurrence. While it appears that the recurrence was a result of the fall taken by the pt, all are known possible adverse reactions listed in the IFU. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. The composix kugel mesh implanted on (B)(6) 2003, was reported to the FDA in accordance with rae-(B)(4).

Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2003 - pt underwent exploratory laparotomy, lysis of adhesions, small bowel resection, repair of ventral hernia with composix kugel mesh, and primary fascial repair. On (B)(6) 2006 - pt underwent laparoscopic lysis of adhesions, and laparoscopic repair of multiple recurrent incisional ventral hernias with composix e/x mesh. The operative report did not mention the previously placed composix kugel mesh. On (B)(6) 2006 - f/u notes from surgery, pt has a rlq seroma where largest cavity was and this was expected. No evidence of secondary infection. Discussed her losing weight, she is high risk for recurrence given the laxity of her abdominal wall and her weight. On (B)(6) 2006 - pt underwent laparoscopic lysis of adhesions, excision of composix e/x mesh, and repair of recurrent incisional hernia with a non-bard mesh.